Event description:
Information received by medtronic indicated that the customer reported insulin pump had a there was a crack on the battery compartment of her pump, horizontally and vertically. Troubleshooting was performed and the customer stated that the insulin pump was neither dropped nor bumped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.

Manufacturer narrative:
S/w ver. 6.21u. Retainer ring = black. Case type = ngp. On (B)(6) 2023 the customer reported a crack in the case on the back of the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the battery tube threads--one vertical the other horizontal, crack in the case on the battery tube side which runs along and touches the left belt clip rail, another crack in the case on the battery tube side which runs horizontally across about where the bottom of the battery compartment is located, broken right and left belt clip rails, missing display window cover. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, a blank display was noted. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. The battery sleeve was pushed back into place without taking off the motor end cap. The pump was able to boot up., and the software version was able to be obtained. The pump then passed the displacement test. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.